Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the 9600 system was switching off while being used and marks appeared on the external side of the image. No patient injury was reported.